Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2. One of the leaking sets involved chemo and the other leaking set had ingress in the line following the leaking. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: twelve (12) used samples without packaging were returned for evaluation. All samples were leak tested per specification. Five samples were observed to have a leakage on tubing between the green clamp and pump segment. One sample was observed to have a leakage at the proximal caresite. The six samples that failed the leak test were not able to be stagger tested. The most probable root cause of cut tubing is believed to be attributed to misloading of the IV set into the space pump. It should be noted the infusomat space pump manuals, IV blister lids, insert cards, as well as the space pump clearly indicates the correct instructions for loading the IV set into the space pump. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.